Event description:
It was reported that "the distal end of catheter body was damaged and torn toward the balloon. It was damaged during the first insertion." The catheter was removed without any problems and there seemed to be no missing component. No patient injury was reported.

Manufacturer narrative:
One catheter was returned without the stylet wire for evaluation. No packaging was received with the device. Visual inspection found what appeared to be a tubing fracture under the balloon latex. A closer visual examination found the tubing fracture to be located at the number four inflation hole. The other three inflation holes were found to be collapsed (oval shaped). The break site edge was able to match up and there were no missing sections of the tubing noted. Visual examination was performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed as related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.